Event description:
It was reported that a remote transmission was sent after the patient received inappropriate atp therapy due to misdiagnosed episodes of af with rapid ventricular response. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.